Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional reported via a manufacturer's representative that the patient committed suicide about a month or so after implant. Additional information received from the physician's nurse noted: the patient had anxiety and was being managed by a separate mental health professional. The patient had a long history of anxiety. The patient did undergo extensive pre-implant mental health testing and all results fell within normal limits. Therapy was working extremely well for the patient and stimulation completely treated his disease state tremors and dyskinesia. The physician was aware the patient suffered from anxiety and they did try turning off the device to see if it helped with the patient's anxiety and it did not. There was no device malfunction reported and lead placement was optimal. Date of death (B)(6) 2016. Exact cause was not given suicide, no known reason other than history of anxiety. No other contact was information was provided as nurse said she provided all the known information. Indications for use were noted as: parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.